Event description:
It was reported that the patient got an infection, was incontinent, and that was what brought all of this on. It was not clear what was meant. The patient was on program 1 at 0.00 v, stimulation was increased, and the patient felt it at 0.40 v. The patient was to monitor symptoms and adjust accordingly. It was noted that the patient just got a new implant four days ago. Additional information received reported that the patient had a bladder infection, which could be causing the incontinence. The patient¿s symptoms returned and she wanted to increase stimulation. It was noted that the device was set ¿ok¿ two days ago (five days after implant), but then her symptoms came back. The patient increased stimulation twice yesterday and this morning, a week after implant, she still had symptoms. It was noted that the patient was up to almost 2 v yesterday and it was okay. In attempting to sync the programmer with the patient¿s device today, the doctor reported getting the poor communication screen with and without the antenna attached. It was determined that the doctor was not in the correct area of where the device was located. The doctor moved to the correct area and was able to sync with the device without the antenna attached. The patient was on program 1 at 1.3 v, stimulation was increased to 1.5 v, and the patient felt stimulation.

Manufacturer narrative:
Product ID 3889-28 lot# va09gwt, implanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient (B)(4).